Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their recharger showed the too hot screen. It was noted that they saw the thermometer picture but did not notice any code numbers. The repair department was emailed with an antenna request, as the antenna was too hot. The patient also stated that this had happened to them several times before with their prior device. In addition, the patient reported that their implantable neurostimulator (ins) discharges as soon as they turn it on. It was noted that the battery depleted from ½ to ¼ charge during the course of the call. The patient stated that they had an MRI on the friday prior to the report that was unrelated to their stimulation system. The patient met with the manufacturer representative (rep) and was reprogrammed on (B)(6) 2016. The patient also reported that during recharging, their recharger antenna got so hot on their body that it started burning their body. It was noted that when this occurs, the screen does not show that the recharger is too hot. This was stated to happen every time the patient recharges. It was also reported that the patient¿s recharger was not working. It was noted that the stimulator would not charge, and if it did it would not keep the charge. The issue was stated to have occurred in (B)(6) 2016. In addition, the patient reported that they charged the device for almost 4 hours the day prior to the report, and it was heating up. It was noted that the patient used to use a setting at night where they didn¿t feel stimulation but they stopped using it because it made them sore. The event was stated to have occurred on (B)(6) 2016. Indication for use was non-malignant pain and complex regional pain syndrome type I.

Event description:
The patient also reported charging too frequently and that their ins was dead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she used to charge once a month but now charged every day or every other day. The patient stated she was only getting two bars and she couldn¿t charge for very long because it got too hot and the thermometer popped up. The patient noted that her issues did not resolve and were continuing to occur. The patient reported she was going to have the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.